Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Refer to same case. Procedure: ladg. Device was connected to cartridge, it did not recognize. It was recognized after jaws opened and closed several times (B)(4). 2nd cartridge was used, it was not recognized again (B)(4). Another 3rd cartridge was used, it was recognized but jaws go back to home position after it turn to left most position when blue and silver button were pressed (B)(4) . No patient harm. Patient gender: female. Age: (B)(6) yo. Weight: not: provided. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Was the device recognized by generator? Yes. (B)(4).

Manufacturer narrative:
(B)(4).